Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-23981. It was reported that the patient experienced ineffective therapy due to high impedances. In turn, the patient underwent surgical intervention wherein the system was explanted and replaced. During the revision, the physician noted that the lead tail had fractured while still in the ipg header. Since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
Date of event is estimated. The event of high impedance was reported to abbott. The ipg/lead was explanted and replaced. The lead was fractured inside of the ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.